Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a proximal pressure sensor failure occurred. The investigation is ongoing.